Manufacturer narrative:
The reporter informed that the product had been discarded. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Brush head (loose) and came off in mouth [device breakage]. Brush head loose [device connection issue]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, the oral-b brushhead, version unknown became loose and fell off in her mouth. She stated she threw out the product after she brushed. No symptoms developed.